Event description:
It was stated that the customer was hospitalized for diabetic ketoacidosis. The blood glucose levels were not reported. Troubleshooting revealed several no delivery alarms on the day of the hospitalization. The insulin pump passed the prime test.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.